Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was difficult to move during use, and the luer was damaged and bent. The following information was provided by the initial reporter: "caller reported syringe would not connect properly with needle, customer alleged that it seemed the plastic ""screw lead"" on the syringe seemed to be bent. Second instance, the syringe was ""locked"" in place. Cts verified this was not an issue of fill resistance"